Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic infection in 2011 and tonsillectomy, thyroid disorder, low back pain, hypothyroidism, pancreatic cancer, endometrial cancer, ovarian cancer, colon cancer, nausea, chronic diarrhea, abdominal pain, parity 1, multi gravida, pelvic pain, tonsillectomy, anxiety, folic acid supplementation, multi-vitamin maintenance and bleeding. Previously administered products included: marijuana. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3469 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were four rings remaining on the right fallopian tube and only one ring was visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: "right fallopian tube (checking for coil)," right salpingectomy. No coil identified. B. Endometrium, curettage: fragments of secretory endometrium.received in formalin labeled "right fallopian tube (checking for coil)" is pink-tan, fimbriated fallopian tube measuring 7.0 cm in length with consistent diameter of 0.4 cm. It is serially sectioned to reveal pinpoint lumen with maximal thickness up to 0.1 cm. The coil is not grossly identified. Received in formalin labeled "left fallopian tube, left and right coil" is pink-tan, fimbriated. Fallopian tube measuring 6.5 cm in length with consistent diameter of 0.3 cm. Also in the container are two metallic coils. The shorter measures 2.3 cm in length and contains pink-tan, partially peritonealized tissue.the longer coil measures 3.0 cm in length and contains segments of yellow, lobulated adipose tissue. [X-ray] on (B)(6) 2022: findings: a single view of the pelvis on 4 intraoperative fluoroscopic images demonstrates a tubal occlusion device within the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic infection in 2011 and tonsillectomy, thyroid disorder, low back pain, hypothyroidism, pancreatic cancer, endometrial cancer, ovarian cancer, colon cancer, nausea, chronic diarrhea, abdominal pain, parity 1, multi gravida, pelvic pain, tonsillectomy, anxiety, folic acid supplementation, multi-vitamin maintenance and bleeding. Previously administered products included: marijuana. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3469 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were four rings remaining on the right fallopian tube and only one ring was visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: "right fallopian tube (checking for coil)," right salpingectomy. No coil identified. B. Endometrium, curettage: fragments of secretory endometrium. Received in formalin labeled "right fallopian tube (checking for coil)" is pink-tan, fimbriated fallopian tube measuring 7.0 cm in length with consistent diameter of 0.4 cm. It is serially sectioned to reveal pinpoint lumen with maximal thickness up to 0.1 cm. The coil is not grossly identified. Received in formalin labeled "left fallopian tube, left and right coil" is pink-tan, fimbriated fallopian tube measuring 6.5 cm in length with consistent diameter of 0.3 cm. Also in the container are two metallic coils. The shorter measures 2.3 cm in length and contains pink-tan, partially peritonealized tissue. The longer coil measures 3.0 cm in length and contains segments of yellow, lobulated adipose tissue. [X-ray] on (B)(6) 2022: findings: a single view of the pelvis on 4 intraoperative fluoroscopic images demonstrates a tubal occlusion device within the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic infection in 2011 and tonsillectomy, thyroid disorder, low back pain, hypothyroidism, pancreatic cancer, endometrial cancer, ovarian cancer, colon cancer, nausea, chronic diarrhea, abdominal pain, parity 1, multi gravida, pelvic pain, tonsillectomy, anxiety, folic acid supplementation, multi-vitamin maintenance and bleeding. Previously administered products included: marijuana. On (B)(6)2013, the patient had essure inserted. On (B)(6)2022, 3469 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were four rings remaining on the right fallopian tube and only one ring was visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2022: "right fallopian tube (checking for coil)," right salpingectomy. No coil identified. B. Endometrium, curettage: fragments of secretory endometrium.received in formalin labeled "right fallopian tube (checking for coil)" is pink-tan, fimbriated fallopian tube measuring 7.0 cm in length with consistent diameter of 0.4 cm. It is serially sectioned to reveal pinpoint lumen with maximal thickness up to 0.1 cm. The coil is not grossly identified. Received in formalin labeled "left fallopian tube, left and right coil" is pink-tan, fimbriated fallopian tube measuring 6.5 cm in length with consistent diameter of 0.3 cm. Also in the container are two metallic coils. The shorter measures 2.3 cm in length and contains pink-tan, partially peritonealized tissue. The longer coil measures 3.0 cm in length and contains segments of yellow, lobulated adipose tissue. [X-ray] on (B)(6) 2022: findings: a single view of the pelvis on 4 intraoperative fluoroscopic images demonstrates a tubal occlusion device within the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.